Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into lab for a device system upgrade to a left bundle/multi-site pacing system. After opening the pocket, the physician found the left ventricular lead to have an externalized conductor wire. The physician believed this contributed to unexplained pocket stimulation. The lead was explanted on (B)(6) 2020. The patient was stable.